Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A reporter stated via phone call that the customer was hospitalized due the insulin pump breaking. The reported also stated that an insulin pump was sent but they need clips because they were never sent. A new insulin pump was also needed. The reporter stated that the customer experienced a high blood glucose level. Troubleshooting could not be completed due to the reporter not listed a hipaa approved contact. It was indicated that the reporter was dissatisfied. The customer was advised to have a hipaa approved individual to call back. There was no indication of the product returned for analysis.